Event description:
The user visited the audiology department as he thought the audio processor (ap) was not working. The ap was exchanged but the issue was not resolved. The user reported that the device was already not working properly last winter but then it worked fine during the summer months. As the weather got colder the device stopped working again. The implant would work intermittently when he pressed on the housing region and also when he pulled his pinna but this no longer works. Cholesteatoma was found during the explantation surgery so no new device was implanted at this time.

Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as might be caused by incomplete device immobilization/minute device mobility was determined to be the root cause of device failure. Additional, a cholesteatoma was found during the explantation surgery, thus no new device was implanted at this time. This is a final report.

Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation is considered in 2024. This is a combined initial and final report.

Event description:
The user visited the audiology department as he thought the audio processor (ap) was not working. The ap was exchanged but the issue was not resolved. Re-implantation is scheduled for 2024.